Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: not observed. Calcification: not observed. No additional observations are performed. Additional observations: no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, calcifications, and crease/folds. The device has been explanted. This record is for left side.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, calcifications, and crease/folds. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, calcifications, and crease/folds. Device remains implanted. This record is for left side.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.